Event description:
The user reported that on three different attempts the pump alarmed as intended when IV sets were in use. The patient(s) were reportedly not injured as a result of the alarmed event. The alarm notified the caregiver that an action was required to maintain appropriate infusion as programmed. No further details about the event are available. There was no reported patient consequence.